Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -11.00 diopter, implantable collamer lens was implanted, removed, and replaced with a same length lens intraoperatively on (B)(6) 2023 from patient's right eye (od) due to lens tear/break during loadingt. This resolved the problem.

Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).